Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 01/02 and constantly stopping. Patient has been on therapy since tuesday. Confirmed alerts in the event log, 01 & 02. After restarting therapy, patient temperature (pt) was 36.8c, water temperature (wt) was 11.9c, targeted temperature (tt) was 36c, flow rate (fr) was 0. Disconnected and reconnected small pads, checking for bends or kinks and listening for audible clicks. Flow rate (fr) was 0.9l/m for a short period then back to zero, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, system hours were 13,701, pump hours were 10,148. Disconnected pads and placed device in manual control, flow rate (fr) was 2.3l/m, inlet pressure (ip) was -8.7, circulation pump command (cpc) was 83 percentage. Added one pad, flow rate (fr) was 1.2l/m, inlet pressure (ip) was -7 circulation pump command (cpc) was 45 percentage. Added another pad, pump hours were 2.3l/m, inlet pressure (ip) was -6.6, circulation pump command (cpc) was 90 percentage. Informed inquirer it seems to be a pad issue. Suggested to replace the pads with a new set to finish therapy. The patient has been on therapy with these pads since tuesday. Reminded to disable manual control before resuming therapy and call back with any questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Pfmea ra7600780, revision 22 was reviewed for this investigation. The reported event is addressed on step/item #24. The potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". The risk region for this failure is low. Current controls in place to mitigate this failure include: su-1090. Manufacturing procedure / inspection. Drawing. Leak test tm7600514 (100%). Visual aid vs6003o, vs6043o and vs6033o. Flow rate test tm7600515. Baw7667062, rev 0 was reviewed for this investigation. The labeling is found to be adequate to fulfill s03fa211 revision 21. The baw is attached to the investigation overview element. A DHR review is not required as the lot number is unknown. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting 01/02 and constantly stopping. Patient has been on therapy since tuesday. Confirmed alerts in the event log, 01 & 02. After restarting therapy, patient temperature (pt) was 36.8c, water temperature (wt) was 11.9c, targeted temperature (tt) was 36c, flow rate (fr) was 0. Disconnected and reconnected small pads, checking for bends or kinks and listening for audible clicks. Flow rate (fr) was 0.9l/m for a short period then back to zero, inlet pressure (ip) was -0.3, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, system hours were 13,701, pump hours were 10,148. Disconnected pads and placed device in manual control, flow rate (fr) was 2.3l/m, inlet pressure (ip) was -8.7, circulation pump command (cpc) was 83 percentage. Added one pad, flow rate (fr) was 1.2l/m, inlet pressure (ip) was -7 circulation pump command (cpc) was 45 percentage. Added another pad, pump hours were 2.3l/m, inlet pressure (ip) was -6.6, circulation pump command (cpc) was 90 percentage. Informed inquirer it seems to be a pad issue. Suggested to replace the pads with a new set to finish therapy. The patient has been on therapy with these pads since tuesday. Reminded to disable manual control before resuming therapy and call back with any questions.